Event description:
It was reported the evis exera iii video system center was giving a b30 communication error when connecting the camera. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.